Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. Pump received with scratched lcd window, cracked lcd window at the upper and bottom left side corner, cracked at display window corners, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 58 mg/dl. Troubleshooting was performed. The device was returned for analysis.